Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure. Nothing was wrong with device. No further information has been obtained.